Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonatal intensive care unit nurse stated that the arctic sun device was reading "low or marginal flow." The flow rate was 1lpm with neonate pad in place. Mss explained that how flow rate affects heater capacity and should the flow stay below 1lpm and advised to call back for further troubleshooting. The patient temperature was at target temperature at this time at 34c. Also stated that they were getting an alert 02 (low flow). The flow was at 1lpm, inlet pressure was -5.8psi, circulation pump command was 100 percentage, pump hours were 3296 and system hours were 3358.7. Mis asked nurse to disconnect and reconnect pads using proper technique. Then the inlet pressure remained between -4 and -5psi. The tubing was straight and not kinked. During the call they needed to power device off to move some other wires. Nurse continued current patient and placed device in manual mode without pads attached. The flow was 1.9lpm, inlet pressure was -7.0psi and circulation pump command was 65 percentage. Nurse connected pad and flow stabilized at 1.3lpm and inlet pressure was -7psi. Mss advised that the flow would read low on the screen with a neonatal pad, but as long as they do not receive an audible alert, they could continue therapy. Mss discussed expected flow rates with neonatal pads.

Event description:
It was reported that the neonatal intensive care unit nurse stated that the arctic sun device was reading "low or marginal flow." The flow rate was 1lpm with neonate pad in place. Mss explained that how flow rate affects heater capacity and should the flow stay below 1lpm and advised to call back for further troubleshooting. The patient temperature was at target temperature at this time at 34c. Also stated that they were getting an alert 02 (low flow). The flow was at 1lpm, inlet pressure was -5.8psi, circulation pump command was 100 percentage, pump hours were 3296 and system hours were 3358.7. Mis asked nurse to disconnect and reconnect pads using proper technique. Then the inlet pressure remained between -4 and -5psi. The tubing was straight and not kinked. During the call they needed to power device off to move some other wires. Nurse continued current patient and placed device in manual mode without pads attached. The flow was 1.9lpm, inlet pressure was -7.0psi and circulation pump command was 65 percentage. Nurse connected pad and flow stabilized at 1.3lpm and inlet pressure was -7psi. Mss advised that the flow would read low on the screen with a neonatal pad, but as long as they do not receive an audible alert, they could continue therapy. Mss discussed expected flow rates with neonatal pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.